Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was admitted to the hospital because she was at a dermatology office when she had a seizure and the office sent her to the hospital. The rn stated that the patient was there for reported increase in seizures and they ran an eeg overnight. The results showed that the patient had no seizure activity for 24 hours and the nurse mentioned that they do not think the patient had a seizure. She also states that the patient tried to use her magnet to enable stimulation but the patient stated it didn't work. No other relevant information has been received to date.